Event description:
A report was received that the patient underwent a pocket revision due to pocket discomfort. During the pocket revision, they realized that the patient had not charged his ipg and the physician decided to replace it since it could not be tested. The patient was reportedly doing well after the revision.

Manufacturer narrative:
The explanted device was not returned to bsn as it was discarded by the medical facility.